Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after connecting the right ventricular (rv) lead to the device and connecting the right atrial (ra) lead the torque wrench was rotated in reverse and then in the clockwise direction. The pace impedance measurements were checked and high out of range measurements were noted. When the device was checked the setscrew which was fixed on the atrial side came off and the setscrew was attached to the torque wrench. The setscrew was then attempted to be fixed but got inserted into the silicon thus the setscrew was exposed. A new device was used. The ra lead remains implanted. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted the right atrial setscrew was missing. Inspection also noted extensive damage to the ra seal plug, and seal plug material in the ra tip portion of the ra lead barrel. A wrench with a white handle was returned along with the device. Examination of the wrench identified no irregularities. A substitute setscrew was placed in the ra tip setscrew cavity and the returned wrench engaged and operated normally in both directions. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory analysis confirmed that the damage to the ra seal plug was induced. The returned wrench was noted to properly engage and disengage setscrews and operated normally.